Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose of 400 mg/dl. It was found that the customer lost the battery cap and no troubleshooting could be performed. The customer was advised that a new battery cap would be provided to them and to call back if further assistance is necessary. The customer was also advised to follow up with their doctor regarding the high blood glucose.